Event description:
We received the following information from the site: the site reported the presence of a loose, foreign particle inside the syringe barrel after filing with saline. The syringe was not used for a patient.

Manufacturer narrative:
Bayer radiology quality assurance product analysis received and examined the returned syringe assembly. Visual examination of the returned syringe confirmed the presence of a brown particle in the fluid path. Although the fragment was of a size that would not travel down the fluid path and into a patient, material extensions were observed that could break off in the fluid path. Due to possible fragmentation, the potential of injection into the patient exists. Under magnification, the particle was characterized as a brown, fibrous particle with strands protruding from the body. Dimensional measurement found the particle to be 7.0 mm in length and 2.0 mm in width. The cause of the reported problem was the introduction of particulate during the manufacturing process or its undetected presence upon receipt of the barrel from the supplier. The syringe kit instructions for use instructs the user to "visually inspect contents and package before each use". This visual inspection is to ensure particulates are noticed and mitigated, which is what occurred in this reported instance.